Manufacturer narrative:
Because the customer felt that the battery was not feasible to ship, the difibrillator was returned without a battery installed. Although the battery door and the unit lower housing were deformed, when a functional battery was installed in the unit at zoll, the unit performed to specification. The unit has been fully tested and met performance specfications. Therefore, it is probable that the battery at the customer site was the cause of the problem.

Event description:
Complainant alleged that during biomedical deparmment's routine testing and preventative maintenance of the device, the battery pack overheated and deformed the battery well. The device was not functional when the malfunction was identified. The complainant indicated that there was no pt involvement in the reported failure.